Event description:
The lay user/patient in (B)(6) contacted lifescan to report the onetouch verio pro meter was giving inaccurate readings. The patient obtained a blood glucose reading of 256 mg/dl on the reported meter and a reading of 190 mg/dl on another meter within 30 minutes. The patient's testing technique and test strips were correct. The patient suffered no injury due to this issue. The meter and test strips were replaced.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The meter was returned for investigation. The meter was evaluated and passed testing, with no problems found.